Manufacturer narrative:
Consumer stated they experienced a filling falling out of their tooth. The pro results gum care brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that a filling fell out of their tooth while using the pro results gum health brush head.

Manufacturer narrative:
The root cause of the customer's complaint could not be determined.